Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault. In a separate visit, the lens was exchanged for a shorter length lens and the problem was resolved.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Manufacturer narrative:
Corrected data: h1- disregard initial MDR as it was reported in error and n/a. Claim# (B)(4).

Manufacturer narrative:
Corrected data: a2- date of birth corrected to (B)(6) 1991. E1- initial reporter address corrected country to (B)(6). Claim# (B)(4).